Event description:
The customer reported the system displayed a precharge voltage error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. System operates as intended.